Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the scope socket was faulty. The housing had minor cosmetic damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error with multiple 190 series scopes. The image was also black with red dots throughout. The customer noted that the scopes were tested with a different light source and functioned correctly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that b30 occurred due to faulty scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.